Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report, that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. The lab report reporting identification of mycobacteria intracellulare complex and gordonae has been provided. There is no known patient involvement.

Event description:
See initial report.

Manufacturer narrative:
From follow up communication under a recently received complaint from the same hospital livanova learned that the water quality monitoring is not applied correctly as prescribed in the IFU thus, it is reasonable to assume that this practice was also valid back in 2019. If the water quality monitoring is not applied correctly, the h2o2 level will not be constant and will not guarantee water in the device to be within the drinking level. Based on the available information, the most likely root cause of the reported contamination is a water quality monitoring not regularly performed by the users.

Event description:
See initial.

Manufacturer narrative:
Through follow up communication, livanova deutschland learned that the device was cleaned regularly but only from 2018. Furthermore, livanova deutschland learned that the device was placed inside of the operation theatre during use with the fan of the device positioned opposite to the patient and an estimated distance between the surgery field and the device of two to three meters.